Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7075331. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7072475.

Event description:
It was reported that the patients implantable pulse generator (ipg) migrated to their chest, creating a small hole. As a result, the patient developed an infection, believed to be caused by the ipg migration. The ipg and lead extensions were removed and replaced. Although a culture was taken, the results are unknown. The patient was administered antibiotics and is recovering well postoperatively. The devices will not be returned as they were discarded by the medical facility.

Event description:
It was reported that the patient's implantable pulse generator (ipg) migrated to their chest, creating a small hole. As a result, the patient developed an infection, believed to be caused by the ipg migration. The ipg and lead extensions were removed and replaced. Although a culture was taken, the results are unknown. The patient was administered antibiotics and is recovering well postoperatively. The devices will not be returned as they were discarded by the medical facility. Additional information was received that the results of the culture came back negative.

Manufacturer narrative:
D2b additional codes: nhl, pjs. Correction to the initial MDR in block h6. A physical device analysis could not be performed as the explanted device was discarded by the reporting facility. However, a review of the device labeling was conducted and identified known risks associated with implantation and use of a deep brain stimulation (dbs) system, include temporary pain at the implant site, infection, and cerebrospinal fluid (csf) leakage, as well as less frequent but serious risks such as epidural hemorrhage, seroma, hematoma, paralysis, and injury to adjacent anatomical structures. The labeling further notes that implanted components may migrate from the original implant location or erode through the skin, potentially requiring additional surgical intervention, and that undesirable stimulation may occur over time due to tissue changes surrounding the electrodes, changes in electrode position, loose electrical connections, and/or lead failure. These events are identified in the IFU as known risks associated with implanted pulse generator systems used to deliver dbs therapy.

Event description:
It was reported that the patient's implantable pulse generator (ipg) migrated to their chest, creating a small hole. As a result, the patient developed an infection, believed to be caused by the ipg migration. The ipg and lead extensions were removed and replaced. Although a culture was taken, the results are unknown. The patient was administered antibiotics and is recovering well postoperatively. The devices will not be returned as they were discarded by the medical facility. Additional information was received that the results of the culture came back negative.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Correction to the initial MDR in block h6. Additional suspect medical device components involved in the event: product family: dbs-extension . Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7075331 . UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550 . Model: nm-3138-55 . Serial: (B)(6). Batch: 7072475. UDI: (B)(4). The device was not returned for evaluation; therefore, device specific analysis could not be performed. A review of the current device labeling determined that the reported event is identified as a potential risk associated with implantation of a pulse generator as part of a deep brain stimulation (dbs) system. Based on this information, the investigation outcome has been assigned the cause code known inherent risk of the device. Additionally, available information indicates that the dbs system was implanted for the treatment of dystonia, which is not included among the approved indications for use as described in the device labeling. Based on the reported use outside of labeled indications, the investigation has also been assigned the cause code cause traced to intentional off label, unapproved, or contraindicated use.

Event description:
It was reported that the patient's implantable pulse generator (ipg) migrated to their chest, creating a small hole. As a result, the patient developed an infection, believed to be caused by the ipg migration. The ipg and lead extensions were removed and replaced. Although a culture was taken, the results are unknown. The patient was administered antibiotics and is recovering well postoperatively. The devices will not be returned as they were discarded by the medical facility. Additional information was received that the results of the culture came back negative.